Event description:
We received a report that the patient's capsule broke after inserting the za9003 intraocular lens (iol). The reporter did not know if a vitrectomy was required or the patient's outcome. Additional information was requested but not received.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The condition of the returned lens was consistent with one that has been explanted. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.